Manufacturer narrative:
Follow-up #1: date of submission 02/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: there was no visible damage to the keypad. All of the buttons responded properly and there was no contamination found on the button contacts when the keypad was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad issue. It was reported that the buttons made an audible clicking noise when pressed. Additionally, unspecified damage was reported. No other details were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.